Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine visit, the final parameters report indicated that vt therapies were programmed on. However, the final session report a little later indicated that the therapies were programmed off. The device was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.